Event description:
An initial MDR regarding this case was filed 23-mar-2023 (report number 3016798778-2023-00013). Additional information was received by millyard advanced medical products, llc on 01-may-2023 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Investigation of the returned materials confirms that on the date of the event (24-feb-2023), the user received cassette depleted alarms on (B)(6)/ (B)(6) and (B)(6)/ (B)(6). Upon reviewing device logs, each alarm shows behavior consistent with a real cassette depletion. No cassettes were returned for investigation. Both sets of pumps and remotes met specification and operated as designed when tested.

Event description:
An initial report of patient hospitalization was received by united therapeutics on 27-feb-2023 and forwarded to millyard advanced medical products, llc on 28-feb-2023. The patient reported "cassette depleted" alarms on both pumps and remotes. The patient was out of remodulin so they went to the hospital to continue receiving remodulin therapy. No side effects were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.